Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customer¿s blood glucose level was 99-100 mg/dl. The customer reset the pump to resolve the issue and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.